Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Customer consumed carbohydrates to address low bg. Reportedly, the contact alleged that settings need adjustment and that customer is addressing the issue with the health care provider. Recommendation was made to consult with healthcare provider regarding diabetes management.